Event description:
The customer reported the system is displaying a communication error and will not take x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a pin in the monitor connector. System operates as intended. (B) (4)